Event description:
Had my essure procedure done in (B)(6) 2013 and hsg test in (B)(6) 2013. All went well and 100 percent blocked. My cycles now come once a month but vary from 30 to 42 days. Before essure, cycles were normal, 28 to 32 days. Mild cramping is now an everyday occurrences but I experience moderate to severe pain during ovulation. Also during ovulation, I experience a somewhat heavy discharge. I can now add migraines (diagnosed (B)(6) 2013) to my list of problems after the essure procedure.